Event description:
Additional information was received: it was reported that accurate registration was achieved. Navigation was aborted because the system couldn't track the sterile frame.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 9735737, software version: 1.2.0 h3: analysis of the software revealed that there were total 7 exams but none of them was as per the stealth protocol. All the exams were having different spacing and thickness. And some were having more than 3mm spacing/thickness. The exam which was used for registration,  was having spacing and thickness of 1 and 2 mm respectively. Several registrations were performed with minimum error metric of 2.4mm. Trace patterns in some were floating and sinking in the model. 3d model also had a gap at the top of the head. Apart from this we don't have enough information to know the exact root-cause of the issue. Fdm b01, fdr c19, fdc d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a phone call with the manufacturer representative (rep). The following statement was inaccurate as the rep got two cases mixed up: navigation was aborted because the system couldn't track the sterile frame - this was not an issue in this event. The surgeon was getting accurate registration (the registration passed) but he was still not comfortable with it.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4) UDI#: (B)(4). A medtronic representative visited the site to perform a system checkout. It was shown that there were no faults found and system was functioning as intended. Fdm b01, fdr c19, fdc d14 . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the surgeon was having difficulty with registration. The patient had fiducials and was prone. They tried touch and trace, and received the registration failed message. Technical services directed the site to try three point registration. The surgeon was getting passed registrations, but was having difficulty lowering the registration metric. There was no patient harm and the procedure was delayed over an hour. Additional information was received: it was reported that there were 3 different registration methods. The cause was said to be the patient lying prone, suboptimal imaging, and inexperience with the tracing method. The physician also felt the registration was inaccurate.